Manufacturer narrative:
The event occurred in (B)(6). (B)(6).

Event description:
Caller reported father's blood glucose results of 15.2 mmol/l on mobile system, 5.5 mmol/l on aviva nano system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.